Event description:
When the arterial line was being removed, the nurse noted the dilator/introducer had been left in the catheter by the inserting provider. This is the small piece that comes inside the catheter that goes into the patient. This piece has the capability to attach a luer lock device onto it and has no other indicating factors that it needs to be removed after insertion. The packaging shows three pictures, but this piece is not indicated in any of the pictures, nor are there directions to remove it. The arterial line worked for a few days, then the waveform and blood return ceased. We think the line may have clotted. This is the second instance we have had with a micropuncture kit at this facility, and we have had to report it to dph twice as a retained foreign body.